Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of an unknown alarm activating on (B)(6) 2023 was not confirmed. The submitted log file contained approximately 52.5 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the system controller and the log file only captured alarms associated with regular power sources exchanges on (B)(6) 2023; the log file did not capture any atypical alarms on this date. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to obtain further details of the reported unknown alarm; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's reference number for the adverse event: 2916596-2023-05669. Related manufacturer's reference number for the no external power alarms: 2916596-2023-05670.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that overnight on (B)(6) 2023 the patient had a high priority alarm while lying in bed plugged into ac power. The patient did not think the self-test button was pressed. The alarm self-resolved but nothing showed upon history review. Log file review found low voltage and no external power alarms on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 while tethered to the mobile power unit. No events associated with a short to shield issue were noted.